Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part was found separate from sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 insertion needle.

Event description:
The customer reported via phone call that they experienced lost sensor alarm, sensor anomaly and damage. The customer's blood glucose value was unknown. The customer stated that when he removed the sensor, the plastic part came off easily. The customer stated that lost sensor occurred after initiation period. The product was returned for analysis.